Event description:
In 2005, the patient contacted lifescan alleging that his one touch basic meter was reading inaccurately high compared to the laboratory. The patient obtained a result of 210 mg/dl on the reported meter compared to a laboratory result of 105 mg/dl obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The customer care representative (ccr) walked the patient through 2 check strip tests, which fell outside of specs. The meter and control solution were replaced.